Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer'sblood glucose (bg) levels dropped to 55 mg/dl. Customer believed that this was a result of not enough dinner. Customer ate 19 grams of carbohydrates, and bg levels rose to 99 mg/dl. No issues were found during troubleshooting with tandem technical support.